Event description:
On (B)(6) 2012, pt reported the up and down arrow buttons on the infusion device are not responding to button presses. Pt stated he was aware of the recall and had received the recall letter. Pt reported he noticed the issue one week ago. Pt stated the top button is more unresponsive than the bottom button. Pt reported the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.